Event description:
As the bone-union was found after the fixation with static locking, dynamization was done. At that time, proximal screw was found to be broken on 7/18/1998. Some time ago, distal screw was found to be broken, too. It is planned to extract it on 9/7/1998. There was no adverse consequence to the pt.